Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Receiver download retrieved and attached: passed. Test on receiver functional test station audio test failed.. Perform log review: no issues related to the customer's complaint were observed within the investigation. Perform audio\vibration test with dexcom global receiver communication tool: audio test: failed vibration test: passed. Open receiver case for internal visual inspection: passed. Perform speaker audio intermittent tests: failed - no audio. Measure the speaker resistance: the speaker's resistance is high. The reported event of an intermittent audio output was confirmed. A root cause could not be determined. The root cause of the receiver complaint is a defective speaker

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.